Event description:
Procedure type: breast reduction. According to the reporter: the tip of the needle broke off into the pt. An x-ray was taken to try and locate the tip of the needle. The tip could not be located or removed. The operation room time was delayed 30 minutes. Tissue damage occurred due to searching for the tip of the needle. No bleeding was reported. A new suture was opened to complete the case.

Manufacturer narrative:
(B)(4).